Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for crplx c-reactive protein (latex) - crp on the c111 analyzer. Roche manufactures both a crp assay and a high sensitive crp assay for the c111 analyzer. The exact reagent that was used was asked for, but not provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample resulted as 41 mg/l. A second sample from the patient was tested the next day, resulting as < 3 mg/l. The sample was repeated, resulting as 41 mg/l. The sample was repeated a second time, resulting as < 3 mg/l. Since there was confusion about the results, the first sample was then repeated, resulting as < 3 mg/l. According to the doctor, nothing in the patient's condition pointed to signs of high crp. Both samples were repeated on an afinion poc meter and both samples had results of < 5 mg/l. The first sample was repeated on a c501 analyzer, resulting as 0.6 mg/l. The second sample was also repeated on a c501 analyzer, resulting as 0.5 mg/l. The patient was not adversely affected. The crp reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An instrument issue could not be identified. It has been confirmed that the instrument currently operates within specifications.